Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that on march 18, neuroendovascular treatment was performed using a 6fr guiding sheath through the right femoral artery puncture and completed. Hemostasis was successfully achieved by the angio-seal device. The patient had no subjective symptoms after the treatment, however, later developed symptoms of intermittent claudication, and the puncture site was found to be arteriosclerosis obliterans (aso), which was confirmed by angiography on april 1st. Since there were no symptoms other than intermittent claudication, it was assumed that blood was flowing from the collateral blood channel. No additional treatment was applied to the patient. Although it is unconfirmed, the puncture site had a spasm during the procedure, and the hemostasis procedure was performed without releasing the spasm. The physician contacted the sales representative as there is no information on arteriosclerosis obliterans (aso), intermittent claudication, or spasm in the instructions for use (IFU). According to the physician, the patient has intermittent claudication, however, did not request additional treatment specifically. The procedure before deploying the device was neuroendovascular treatment. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4.5 mm. The patient had a history of cerebral aneurysm. The patient was in stable condition. The patient was not hospitalized due to this event. Patient did not require non-surgical or surgical intervention. There was no improper placement of angio-seal components. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint could not be confirmed for the post procedural complications in this case. Per the provided information, there was no alleged functional problem with the use of the angioseal device and initial hemostasis was able to be achieved with the device. The complaint information was reviewed with the chief medical officer and it was concluded that aso alleged in the complaint is a chronic illness very likely caused by history of diabetes and smoking. It is also likely that the artery size of the patient could be small due to underlying conditions which could have caused the claudication and the post procedural complications mentioned in the allegation has no relation to the use of angioseal device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).